Event description:
It was reported that on (B)(6) 2020, a 25mm trifecta gt valve implanted during an aortic valve replacement. The native valve dimension was 25mm. On (B)(6) 2023, it was reported that patient presented with experiencing dyspnea on exertion for three months. Further testing revealed trans-prosthetic moderate-severe aortic insufficiency (ai) due to early valve degeneration. On (B)(6) 2023, a transcatheter aortic valve replacement (tavr) procedure was performed, and a 23mm non-abbott valve was implanted successfully. The patient was reported to be stable.

Manufacturer narrative:
An event of dyspnea upon extension and early valve degeneration after three years of implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the valve had regurgitation, but the specific cause of the regurgitation (such as a leaflet tear) was not reported. Factors that may cause or contribute to valve deterioration include implant-related factors, biological factors, and patient-related factors, none of which could be confirmed in this case a more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.